Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Zoll medical attempted contacting the customer to request additional information and to request the device log files and / or photographs for evaluation. We have not received a response from the customer, therefore the status of the device is unknown. We are unable to determine a root cause without the device, logs or photographs for evaluation.